Event description:
It was reported a balloon ruptured following multiple inflations beyond its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure at the venous anastomosis. Some resistance was encountered during withdrawl of the balloon catheter. Following removal of the balloon catheter, it was noted the balloon material had detached in the pt. Percutaneous retrieval utilizing a snare was uneventful. Results were satisfactory and the procedure was completed at that time. The pt's condition is good. Device was returned and evaluated by this MFR. The engineering evaluation indicated the balloon was detached from the catheter shaft. Adhesive was noted on the distal and proximal bonds. A small fragment of balloon material was noted on the proximal bond. The balloon material was torn and inverted at one end. Scratches and wrinkles were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both proximal and distal aspects of graft may necessitate balloon manipulation through plaque or calcification. Balloon material displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was inflated to and ruptured beyond its rated burst pressure and resistance was encountered upon withdrawal attempts after balloon rupture. Co believes the above factors may have contributed to this event. Directions for use state: "rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause balloon to rupture...if loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue procedure. Deflate balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to guidewire, catheter, introducer sheath or vessel."